Manufacturer narrative:
The suspect device was returned to olympus for evaluation and repair. The reported problem was confirmed. An intermittent image was produced due to a faulty cable unit. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was failure of the cable unit due to user applied stress to the cable unit. As stated in the instructions for use, as a preventive measure: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged." "Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. " three attempts were performed to obtain additional information, but the customer was not able to provide and additional details. Investigation activities have been opened to manage the actions related to this late report and any required MDR reporting.

Event description:
A user facility reported to olympus that the device did not "communicate with the tower." There was no patient injury, associated with the problem, reported to olympus.